Event description:
It was reported that 8mm cadiere forceps instrument was observed to have an unknown failure. Intuitive surgical inc., (isi) followed up with the initial reporter however, additional information could not be provided regarding event details. It was stated that there were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.